Event description:
Customer reported that the insulin pump alarmed for no delivery and for motor errors. The blood glucose reading was 81 mg/dl. The motor error alarm had occurred during the prime. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He was assisted with clearing the alarm and stated that he was able to rewind the insulin pump. She reported resistance with the plunger push but stated that she had not had any sore sites or bent cannulas. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch #2032227-2014-27298.